Manufacturer narrative:
Medtronic received the following information from a journal article entitled; platelets reflect the fate of type ii endoleak after endovascular aneurysm repair. Inoue k, furuyama t, kurose s, yoshino s, nakayama k, yamashita s ,morisaki k, kume m, matsumoto t, and mori m. Journal of vascular surgery . 2020;72(2):541-548.e1. Doi:10.1016/j.jvs.2019.09.062. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; type I endoleak, type ii endoleak, type iii endoleak the following adverse events were observed; aneurysm sac enlargement & re-intervention.